Event description:
Arjo was informed about side rail detachment from citadel plus bed frame. Side rail was partially detached, 3 out of 4 screws responsible for holding the panel were ripped off, side rail upper and lower arms were still attached to the frame. Side rail was replaced by repair¿s technician. There was no injury. There was no indication that the bed was used by a patient during the incident.

Manufacturer narrative:
The circumstances in which the damage ensued are not known. Based on the analysis conducted to the investigated issue, the likely scenario is that the side rail broke off because of extensive external force applied. According to citadel plus instruction for use (IFU, 831.374-en rev. 11): side rails should be checked by the care giver daily. Failing to carry out these checks may compromise the safety of the patient and the caregiver. To sum up, the side rail of the bed was partially detached from the bed frame, therefore the arjo device did not meet the specification. There was no indication regarding patient involvement. The complaint was assessed as reportable due to detachment of the side rail which can lead to a patient fall.